Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was displayed as "high"; specific value was not provided. Customer addressed the elevated bg by manual insulin injection. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy.